Event description:
It was reported that on (B)(6) 2025, the customer experienced issues with high blood glucose levels of 500 mg/dl and hyperglycemia symptoms that led to hospitalization. Prior to the incident, the customer had attempted to use her accu-chek guide me meter in the morning, but an e-9 (= power problems) was displayed. The customer did not take insulin because she could not get a reading on her meter. At 1:00pm, the customer was driven to her doctor by her daughter, and then was admitted to the hospital by 2:00pm with a blood glucose reading near 500 mg/dl. The patient was treated with an IV, 20-unit humalog injection, tylenol, and a novocain patch, she briefly lost consciousness. She was released at 6:05pm with a reading of 130 mg/dl, her meter showed 289 mg/dl at 11:00pm. She still feels lightheaded, shaky, and sleepy.